Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. The customer's mother also stated they had dropped their insulin pump a few times. The mother requested to have the insulin pump replaced. Customer will be calling back to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.